Event description:
It was reported that 14 patients that underwent single-level acdf with a cage were able to be followed up more than 3 months. Of those, 7 patients found to experience wire screw back-out. No patient developed any clinical symptoms. No revision surgery was scheduled and the patients¿ postoperative conditions were well. Per the surgeon, "insufficient use of prescribed outer fixation might have caused the incidents"

Manufacturer narrative:
(B)(4): the product was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.